Event description:
It was reported that when using the bd pyxis medstation system, the station was stuck on the cfnadmin login page, preventing the user from accessing medications. The customer mentioned a delay in obtaining medications needed for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was on a blue screen due to a software malfunction. A technical support specialist pushed remote support service package and application launched to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.